Event description:
Dealer states the rear wheels were bent on both sides.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1525712-2013-02499 indicting the following: brand name as a non ac-powered patient lift, correction is a mechanical walker, rollator; common device name as 880.5510, correction is 890.3825: - manufacturer as invacare (B)(4), correction is kenstone metal; model number as unknown, correction is 66550; serial number as (B)(4), correction is (B)(4).

Event description:
.